Event description:
False positive result (s). My daughter tested positive on 5 tests! We immediately went to urgent care, she received the rapid and pcr she is negative! This should be taken off the market!